Manufacturer narrative:
The valve was reportedly explanted due to leakage. Rapid onset cardiac decompensation and acute pulmonary edema was also reported. Atrial fibrillation requiring a pacemaker had been noted at the time of implant. Leaflet 1 had been torn from stent post 2, consistent with the reported leakage. There was circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter. Fibrous pannus ingrowth was also noted on the outflow surface at stent post 2 and encroached onto the base of leaflet 2. Leaflet 3 contained an incision in its free-edge. No inflammation or significant calcifications were present. The cause of the reported event could not be conclusively determined; however the host to device reaction (pannus formation) on the inflow surface and outflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, an avr and a tricuspid annuloplasty was performed. A 25mm trifecta valve was implanted. The patient had persistent af and a permanent pacemaker was implanted. In (B)(6) 2019 the patient had a follow up visit, and the echocardiogram revealed a good lv with no stenosis or leakage. In (B)(6) 2017, the patient was then hospitalized for rapid onset cardiac decompensation and acute pulmonary edema following a pulmonary embolism. An echocardiogram was performed and revealed severe aortic leakage (grad iii-IV). No issue was observed with the mitral valve and there was no evidence of endocarditis. On (B)(6) 2019, the device was replaced (device unknown). The patient is reported to be stable.